Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient injury.